Manufacturer narrative:
This report is submitted on june 16, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site and subsequently, underwent a skin revision surgery under general anesthesia on (B)(6) 2021 in order to remove the excess skin.